Manufacturer narrative:
Batch review performed on 11-jan-2024. Lot 130678: (B)(4) items manufactured and released on 10-may-2013. Expiration date: 2018-04-30. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported case during the period of the review.

Event description:
At about 9 years after the primary, the patient came in reporting pain due to a loose stem and the cause is unknown. The surgeon revised the stem, head, and liner. The surgery was completed successfully.